Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information. Per the prostar xl instructions for use, the safety and effectiveness have not been tested in patients with common femoral artery calcium which is fluoroscopically visible.

Event description:
It was reported that before a smaller abdominal aortic aneurysm (aaa) procedure, the sutures from the prostar xl were attempted to be deployed in the mildly calcified common femoral arteriotomy through a 10f sheath. Reportedly, one needle did not present. A needle backdown technique was performed and the device was removed. Another prostar xl device was used and after the aaa procedure, hemostasis was achieved. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The presentation of only 3 needles during the deployment process is an indication of a needle deflection or a change in needle trajectory preventing the needle to present in the hub. Needle deflection may be influenced by, but is not limited to, manufacturing, user technique, and/or anatomical conditions. The prostar xl device has inspections in place to ensure needle trajectory is correct prior to release. This includes a final inspection that visually verifies needle presentation in the hub by partially deploying needles into the hub prior to packaging. The lot is put through lot acceptance testing that verifies lot build quality including functional testing. The reported lot met lot acceptance testing. The prostar xl instructions for use (IFU) has the optimal procedures to ensure the needles are deployed successfully. The user was reportedly trained in the use of the prostar device. There is no evidence of a user influence on the reported experience. As the needle travels through tissue, the needle trajectory can be influenced by more dense tissue such as, scar tissue and calcification, and can be deflected and not enter the hub to present. The amount of deflection will depend on the severity of the anatomical conditions. It was reported that the vessel had mild calcification. The IFU states that the safety and effectiveness have not been established in patients with common femoral artery calcium, which is fluoroscopically visible. This evaluation could not conclude manufacturing or user technique had influence on the reported experience. The presence of vessel calcium may have influenced the reported experience. The cause of this event was likely related to operational context of deploying device into a calcified vessel. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and there does not appear to be a product quality deficiency.